Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical director, (B)(6), was reviewing a presentation for copy approval and noted broken implants in the images. She questioned which products were used and (B)(6), p.a., confirmed the following: it is typically expedium for those constructs. Two of the tulip heads off and broken rod. Typically happens with the diagnosis, not a product problem.